Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an allergic reaction under the front therapy electrode. The patient's skin had an irritated open blister. The patient reported that their physician had prescribed them a cream for the irritation. There was no alleged device malfunction. Follow up indicated that the patient's irritation was the same.